Manufacturer narrative:
No repair information available. The initial MDR incorrectly reported that the device was part of a recall no. Z-0814-2025. This supplemental MDR correction is being filed to correct the b5 event description, correct and update h6 coding, remove recall information from the h7 and h9, and correct h11 additional narrative.

Event description:
It was reported that there was a malfunction resulting in potential agent delivery less than 20% from the setting. There was no patient involvement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient anesthetic agent delivery. There was no patient involvement.